Event description:
It was reported that during replacement of the neurostimulator due to normal battery depletion, the extensions were unplugged from the old neurostimulator to be used with the new neurostimulator and one of the extensions appeared to have a kink in it. The kink was just before the connection into the neurostimulator. There was also a small amount of fluid in the extension. Impedances were measured both before and after implant and were all within normal limits. Because all impedances were within normal limits, the extension was not replaced. The pt was fine and was receiving effective therapy.

Manufacturer narrative:
(B)(4).